Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a few days post-implant, the patient was "feeling throbbing, thumping from device area down to the waist". Patient was inquiring if the device was programmed incorrectly, and if so, could it be corrected. Patient was advised to follow up with his physician. The device remains in use. No further patient complications have been reported as a result of this event.